Event description:
It was reported that a spectrum infusion pump was unable to recognize a closed door. It was also reported that there was no patient injury

Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. The evaluation confirmed and reproduced the reported "does not recognize a closed door" caused by a loose link screw. The link screw were replaced to correct this condition.